Event description:
It was reported that the device stuck in the artery as a result of a spasm and fracture occurred. The target lesion was mildly calcified and severely tortuous. A direxion transend-14 system was selected for use in a prostate embolization procedure. During the procedure, the direxion transend-14 system seemed to be stuck in the prostate artery as a result of a spasm. No medications were administered to resolve the vessel spasm. While attempting to remove the direxion transend-14 system, the tactile feeling changed and after removal, the outer hypotube shaft was fractured and the inner liner was still intact. The direxion transend-14 system was pulled out of the patient together with the angiographic catheter. There were no patient complications as a result of this event and the patient fully recovered.

Manufacturer narrative:
G4: PMA/510(k) # field is k142259, k163701 - reported here as the PMA # exceeded character limit for designated field.